Manufacturer narrative:
The device was not returned for evaluation. Complaint confirmed, based on the picture provided by the customer, visual evaluation revealed the ceramic encasing the probe face was chipped on one side. It was also noticed that the suction ports of the face were obstruct by what it appears to be hard tissue. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, and use of the device for extended periods of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the side of the ar-9821 apollo sparked and threw enough fire out that it charred the scope tip. The ablator sparked when it was within the shoulder under saline scope. This occurred only 3 three minutes into the case. The rep stated the ablator was near the tip of the scope lens the spark happened. The scope and ablator did not come into contact with one another form what the rep could tell. It was ablating and then large sparks appeared and then it was gone. The case was completed by using the same ablator. The power of ablation seemed to dissipate after this event. The rep stated the device did not produce any smoke or burning smell.